Manufacturer narrative:
Device remains implanted. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
Chief operating room nurse, reported via phone and fax later, that after implanting arthrodesis nail there was a pt infection. Info received on (B)(6) 2012 from surgeon as follows - event description reported by doctor: right knee arthrodesis with surgery of right femoral bone false joint with intramedullary nail t2. Description of adverse consequences reported by doctor. Doctor admitted that infection symptoms of the pt are now under control and the pt is monitored in case of possible recurrence. Doctor also stated: we do not assume that the device was the cause of infection, but if the package was defective - this cannot be excluded.